Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one pse60a device was returned with no visual non-conformances and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. Additionally, the device was loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the 2nd or 3rd firing with a gold reload on the stomach, the device would not open. The device cut and stapled but would not open. The surgeon used the manual release and the device opened. There was no tissue damage. Another device was used to complete the case with no patient consequence.